Event description:
Eight years ago, the patient underwent the surgery with the t2 femoral nail by the retrograde. On (B)(6) 2011, the patient underwent removal of the implants. When the surgeon used the screw driver and the locking screw was turned, the driver hole of screw head was deformed. The conical extractor was not able to be inserted into the screw head. The surgeon is requesting to introduce carbide drill into extraction device set of stryker.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.